Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the pt presented with chest pain. Left heart catheterization and selective coronary angiography revealed "recurrent exertional angina". A taxus express2 paclitaxel-eluting coronary stent 3.00x12mm was implanted in the left anterior descending (lad) artery. The pt was instructed to and did take plavix for at least six months post-procedure. Approximately twenty months post-procedure, the pt suffered a myocardial infarction (mi) reportedly due to in-stent thrombosis of the lad at the previously placed taxus stent. The pt underwent left and right arteriography to treat the event. No further pt complications have been reported as a result of this event.